Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: needle was retrieved. No patient impact. Did the needle piece fall into the patient? No. If yes, was the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? If not retrieved, in what tissue structure the broken needle was retained? Is there any plan in place to remove the needle piece in the future? Were there any patient consequences? Can you identify the lot number of the product used? Not avalable.

Event description:
It was reported that a patient underwent a laparoscopic excision of endometriosis and chromotubation procedure on (B)(6) 2024 and suture was used. While the surgeon was suturing the patient's laparoscopic trocar site closed, the atraumatic suture needle broke into two distinct parts. Suture end was used at beginning of case prior to this incident. No adverse patient consequences were reported. Additional information was requested.